Event description:
The lay user/patient's daughter contacted lifescan (lfs) in 2006 and alleged that the patient's one touch ultra meter was not giving a result. Lfs was not able to reach the reporter or the patient to obtain to obtain further information. The patient's daugter reported that the days before the patient was at a friend's house and she felt confused and shaky. The friend called for an ambulance and on the way to the hospital, the patient's blood glucose was tested on the paramedics' meter with a result of 4.7 mmol/l (85 mg/dl). It is know if she received any treatment on the way to the hospital. Upon arriving at the hospital, her blood was tested with a result of 3.0 mmol (54 mg/dl), which reflect a serious injury. She was given lucozade. The reporter did not know what the result was when the patient was discharged from the hospital. At the time of troubleshooting, it was discovered that the patient had been applying the blood sample to the top of the test strip (user error). The reporter mentioned that the patient had not tested her blood in 3 months, as she had never been able to get a reading. The reporter was walked through a control soltution test, which passed within range. A blood test was also performed with a result of 7.2 mmol/l (130 mg/dl). Although the patient had not tested on the subject meter in 3 months, (she stopped using the meter due to not able to get a reading), this complaint is reported because the patient was not able to test, which lead to symptoms and hypoglycemia a the hospital. It would be helpful to know if the patient has attempted to test on the meter at the time of concern. A replacement meter, control solution, and test strips were sent to the lay user/patient.